Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_lead, lot# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had noticed an increased charging interval on the left side for the past 5-6 months. It was noted that the patient did not have any problems with their therapy. The patient had been implanted with bilateral activa rc for obsessive-compulsive disorder (ocd), and everything was fine on the right side. It was stated that the therapy impedance displayed on the clinician programmer was high. It was noted that the therapy settings on the left was at 6 volts, 120 microseconds, 160 hertz and was programmed with constant voltage on c+ 2-, 3-. Impedances showed: c<(>&<)>0 5540, c<(>&<)>1 5303, c<(>&<)>2 4972, c<(>&<)>3 5630, 0<(>&<)>1 1829, 0<(>&<)>2 2682, 0<(>&<)>3 2844, 1 <(>&<)>2 1848, 1<(>&<)>3 2323, 2<(>&<)>3 2023. It was also mentioned that the patient had a fall 10 days prior to the date of the report. Further information received reported that the patient was currently receiving therapy, and their physician had elected to monitor their impedances over the next few months, or unless the patient reported any changes in symptom management. No x-rays or additional testing was ordered at this time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the stage 1 leads were implanted in (B)(6) of 2013 and the bilateral rechargeable devices were implanted one week later at the hospital.